Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using crosser chronic total occlusion recanlization catheter for lower extremity endovascular therapy. Prior to the procedure, the core wire broke during setup. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one catheter was received for evaluation. Upon visual evaluation, it was noted the sonic connector was extending out of the transducer handle. The outer catheter had bunching at the distal end of the strain relief. The device was returned with stylet within the catheter. No other anomalies were noted to the catheter. Upon functional evaluation, it was confirmed that no damage such as detachment or material separation was present to the tip or marker band. No functional testing was performed due to the sonic connector extending out of the handle. Therefore, the investigation is unconfirmed for the reported fracture as there is no damage noted to the crosser catheter. A definitive root cause for the reported fracture could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using crosser chronic total occlusion recanalization catheter for lower extremity endovascular therapy. Prior to the procedure, the core wire broke during setup. The procedure was completed using another device. There was no patient contact.